Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during clinic check the right ventricular (rv) lead exhibited gradual rising and high impedance, and high threshold. The rv lead remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.